Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use for an atrial fibrillation ablation. Upon insertion of a farawave catheter the faradrive sheath, air bubbles were noted. The physician aspirated the sheath, but due leak in the hemostasis valve of the sheath, bubbles entered the sheath continuously. Additionally, the physician could hear a suction noise from the valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be return for analysis.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use for an atrial fibrillation ablation. Upon insertion of a farawave catheter the faradrive sheath, air bubbles were noted. The physician aspirated the sheath, but due leak in the hemostasis valve of the sheath, bubbles entered the sheath continuously. Additionally, the physician could hear a suction noise from the valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.